Manufacturer narrative:
The unit passed the rewind, basic occlusion test, prime/compromised force sensor system test, and displacement test. However, the unit was received stuck in the motor error loop during bolus/basal delivery. Analysis was unable to confirm the e70 error alarm due to an erased history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The unit had a minor scratched lcd window.

Event description:
The customer's mother initially called to report that the insulin pump "wiped itself clean" and then had a motor error alarm. The helpline was able to speak with the customer and the customer stated that he received a motor error alarm during the fill tubing process. Customer cleared the alarm but somehow the rest of the alarms were also erased. The customer's blood glucose reading was 204 mg/dl. The customer was assisted with clearing the alarm, and was able to rewind the device. The customer was advised to discontinue the device, and revert to a back-up plan. The customer was advised that the device would be replaced and to return his device back for analysis.

Manufacturer narrative:
The "date of this report" provided in the initial medwatch report was incorrect. The correct date had been privided in this report.